Event description:
Additional information: it was unknown when the reported lack of therapeutic effect started. No other diagnostic procedures were per formed.

Event description:
It was reported that the patient had less than 50% therapy relief. The pump was electively replaced; no issues with the pump were suspected. The catheter had visible material at the tip; it was unknown if there was actual occlusion. It was also noted that the catheter may have migrated to the epidural space. The physician was unable to withdraw cerebrospinal fluid (csf). The catheter was replaced. The patient status was reported as "alive-no injury/no adverse event". The device system was delivering compounded baclofen, dilaudid, and clonidine.

Manufacturer narrative:
Product ID: 8709 lot# serial# (B)(4), implanted: 2003 (B)(6), explanted: 2013 (B)(6), product type catheter product ID: neu_unknown_cath lot# unknown, explanted: 2013 (B)(6), product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4) - final device analysis of the pump revealed no anomaly found. Normal device function. Analysis of the catheter body ((B)(4)) reveals dark foreign material occluding the dispensing holes. Analysis of the proximal catheter segment revealed no significant anomalies, sc connector coring, tear, and/or cuts in the seal; no leaks were seen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.